Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a mildly tortuous and severely calcified coronary artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was good post procedure.